Event description:
During the procedure, as the surgeon was drilling, the device snapped cleanly. It was not clear whether the cause was the bone being dense or impact with k wires. Due to the usage of targeting guide, the surgeon felt it wasn't trajectory. The surgery was completed smoothly following this issue, but the surgeon had to take time ensuring there was no metal left within the patient. This report is related to report number 3025141-2022-00045 on the drill used in this event and report number 3025141-2022-00047 which is on the plate used during this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as the batch/lot number is unknown.